Event description:
It was reported that the pt experienced poor pain control despite increased doses of medication. The pt underwent exploratory surgery in 2006, and it was discovered that the catheter had coiled. The pt reported that the hcp told her that the morphine and baclofen were absorbed by her tissues. The pt reported that is why she was getting her pump filled every week and not getting relief. The pt was receiving compounded baclofen and morphine in her pump.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient used to get their pump filled every week for a year. The patient was getting dose increases and the pump was still not working. The patient stated they found out that the catheter was not connected and it was curled up in the patient's stomach. The patient stated that the pump was dispensing the drug into the stomach. The patient had the pump changed on (B)(6) 2006.